Manufacturer narrative:
The coil will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00516, 2029214-2019-00517, 2029214-2019-00518. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the coil embolization of an aneurysm, the patient started to exhibit stroke like symptoms. The patient received a head CT, and it was determined that one or more of the coils had protruded from the aneurysm and into the parent vessel. It was stated the coil was implanted in the intended location. The patient's status at the time of the report was alive-with injury. A clot formed on the coil, embolism treated, and patient was recovering. The patient had undergone coil implantation to treat a ruptured, amorphous aneurysm located at the left internal carotid artery, pos terior communicating artery territory with a max diameter of 5.2mm and a neck diameter of 3mm. It was noted the vessel tortuosity was minimal. The devices were prepared as indicated in the IFU.